Event description:
Info received indicates the bed functions are not working.

Manufacturer narrative:
The tech replaced the left and right siderail ucm boards which did not repair the bed. Repairs have not been completed.